Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00353. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a foot surgical procedure on an unknown date. On (B)(6) 2010 the patient first began experiencing symptoms. The patient was sent to another doctor because the patient had urticaria (hives) at the site of the sutures. The patient was given antihistamine. The doctor opines the contributing factor to the event is the dissolving suture. Currently, the patient has some swelling.